Event description:
It was reported that the customer experienced an issue with their pump, where the touchscreen was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to perform a complete pump reset, but the customer was still unable to interact with the screen after resetting. Consequently, the customer used an insulin pen as a backup, and the pump was still under warranty.